Event description:
It was reported that, "after component was implanted resident cleaning off excess around the implant, the excess placed in his hand and cement caught on fire in his hand. Dropped to ground and stomped out. Bovie not in use, nothing unusual, setting normal."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.